Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of program alarm anomaly from the insulin pump. The customer's blood glucose reading was 92 mg/dl. The customer stated that her pump had a high pitch noise. The customer stated that her pump kept alarming her. Once the customer put the battery back in, she received blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a full segment display followed by a constant watchdog alarm due to a faulty component on the interface board. No blank display was noted. Unable to confirm the watchdog alarm and unable to perform any tests due to the constant watchdog alarm. The pump was received with cracked battery tube thread, a cracked reservoir tube lip and minor scratches on the display window.